Manufacturer narrative:
(B)(4). Device analysis: the analysis results showed that two gst60w cartridges reloads were received. The reloads were received with no apparent damage and fully fired. No functional test could be performed due to the condition of the reload. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, the reload did not deploy staples on the left side of the cut line on the small bowel. A second like reload from a different lot was used to continue the procedure. There were no patient consequences reported.